Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: after the plate was implanted, screws were inserted. When the surgeon was locking the screws with a torque wrench driver, the screw in the second row at the end of the radial side penetrated and became difficult to be removed. Then all implants were removed and recalled on site. The guiding block (03.111.501) was used from drilling, and the screws were locked using the torque wrench driver with the guiding block being set. The surgeon was turning the driver while having felt resistance as usual, but he felt no resistance at a certain moment. So he checked it by the image and then confirmed the screw was penetrating. He had no feeling of strangeness when locking. The impact on the patient: to remove the penetrated screw, the skin incision of about 10 mm at the dorsal side was done. Also, since the failure occurred 80 minutes after the tourniquet, 40-minute prolongation happened for replacement. The circumstances of the event: the operation was performed in line with the instruction. The failure occurred when the surgeon did the first final locking of the screw with the guiding block (03.111.501). The wobbling of the driver was not confirmed. The treatment taken: va (variable angle)-lcp (locking compression plate)-2-column drp2.4 volar narrow le s (04-111-521s) was replaced with va-lcp-2-column drp2.4 volar narrow le s (04-111-531s). All the screws were also replaced with spares. The 2 stitches suture was done at the dorsal side. After turning off the tourniquet, there was no adverse effect on the patient. This is report 3 of 5 for complaint (B)(4).

Manufacturer narrative:
Correction: upon further review of this complaint, it was determined the complaint is non reportable (rationale: does not meet the definition of a complaint. Per pmrm review this device has been disassociated from the reported complaint.). (B)(4). This complaint is indeterminate from a manufacturing standpoint. MDR reportability status updated. This does not meet the definition of a reportable event. Synthes is retracting medwatch report 72296.

Manufacturer narrative:
Device used for treatment, not diagnosis. Lot number 8560428, or 8304868, or 8340343. Device not implanted/explanted. The investigation could not be completed and no conclusion could be drawn as no device was returned and the lot number was not verified. Placeholder.